Manufacturer narrative:
Radiographs confirming the event were received by (B)(4) (distributor). Product has not been returned because the device remains implanted. Please note this is my first electronic MDR and the delay of the submission is due to the signup process. Device remains in patient.

Event description:
Initial acdf surgery at c4-c6 was performed on (B)(6) 2016. Routine follow up at 2 weeks noted no change to the device. Approximately 6 weeks post operatively, it was noted that the 18mm caudal bone screw had backed out 2-3mm from the anterior cervical plate. Patient is asymptomatic. Surgeon is monitoring the patient, and no revision surgery is currently planned. Patient bone quality is unknown. The patient reportedly did not fall prior to the event. It is unknown if the patient complied w/post-operative care instructions.